Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found the biopsy valve of the subject device was loosed during the unspecified therapeutic procedure. The procedure was completed with the subject device. At the incoming inspection for the repair, the service department of olympus (B)(4) checked the subject device and found that several screws which connected to the biopsy valve were missing or loosed. And it was also found that the lock key and pin which connected to the instrument channel port were missing. Moreover the loosed biopsy valve made damage the image guide bundle. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, we presume that the rubber cover and anti-rotation parts at the biopsy port came off due to device handling of the user.